Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer obtained questionable low test results for three patient samples using the total (free + complexed) psa - prostate-specific antigen (tpsa) assay on the cobas 6000 e 601 module. Data was provided for one sample. The initial result was not released outside the laboratory. No data flags or alarms occurred. All results are in units of ng/ml. The initial result was <0.003. The repeat result on (B)(6) 2017 was "about 7". This result was considered correct. There was no allegation that an adverse event occurred. The tpsa reagent lot number and expiration date were not provided. The technical support agent reviewed potential root causes for a non-reproducible low test result with the customer such as poor sample preparation or sample quality. The customer refused a service visit and agreed that the most likely cause was poor sample preparation. Additional possible root causes may be poor sample quality and insufficient maintenance.